Event description:
It was reported that during implant surgery, the membrane protecting the screw on the generator had fallen off and the doctor decided to put wax over the screw instead (not per MFR recommendations). The generator was still implanted and diagnostics were within normal limits. Review of mfg records reveals that the generator met all specs prior to shipment. Detached components has been requested, but has not been returned to date.